Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (foreign material in plug of video cable section) was not established. The most probable cause of the complaint (the image is not displayed) was traced to broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had no image and foreign material in plug of video cable section there was no patient involvement.